Manufacturer narrative:
Additional information: d10, h3, and h6. The reported event of difficulty to retract the helix was confirmed while the loss of capture, low sensing threshold, and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning, the helix could be extended and retracted. The cause of the reported event of difficulty to retract the helix of the lead was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, loss of capture, low sensing threshold, and low pacing impedance were noted on the right ventricular (rv) lead. Moreover, difficulty to retract the helix of the rv lead was noted during the revision procedure. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.